Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxplus extension set experienced spontaneous disconnection. The following information was provided by the initial reporter: maxzero end of the extension set is loose and coming off easily. Sometimes the maxzero piece is found disconnected in the packaging. This has led to patients not receiving their whole dose of medication which is concerning because they administer costly medications. If the nurses catch it early, they have to redo the medication. If it happens in the middle of an infusion, its difficult to say how much medication the patient got, so the patient may be underdosed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of separation other component could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxplus extension set experienced spontaneous disconnection. The following information was provided by the initial reporter: maxzero end of the extension set is loose and coming off easily. Sometimes the maxzero piece is found disconnected in the packaging. This has led to patients not receiving their whole dose of medication which is concerning because they administer costly medications. If the nurses catch it early, they have to redo the medication. If it happens in the middle of an infusion, its difficult to say how much medication the patient got, so the patient may be underdosed.